Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed. Device function was tested on the automated test equipment and all tests were normal. The cause of the reset was undetermined.

Event description:
It was reported that the ICD was explanted due to backup operation.